Manufacturer narrative:
The returned product was analyzed. Visual inspection found no bends, although returned tip segment had been damaged during extraction and in addition the mid-section of the lead was missing. Visual inspection showed significant calcium deposits (calcification) on shocking coils and at the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Continuity testing passed, indicating conductors are intact. The shocking impedance could be tested and it had dramatically decreased allegation was not confirmed, based on normal returned segments resistance measurements and inspection that showed no conductor fractures. The lead body bent in half allegation was not confirmed, analysis found no bends, although the returned tip segment had been damaged during extraction and in addition the mid-section of the lead was missing, not returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was compromised during the right atrial (ra) lead explant. Additional information from the field representative indicates that when they were extracting the atrial lead it pulled the ventricular lead back with it and the coil visually bent in half. Once the right atrial (ra) lead was free, the right ventricular (rv) lead straightened back out but the bent could still be seen on fluoroscopy. This right ventricular (rv) lead was plugged back into the old device so the shocking impedance could be tested and it had dramatically decreased. The physician then decided to extract this right ventricular (rv) lead as well. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted as it was compromised during the right atrial (ra) lead explant. Additional information from the field representative indicates that when they were extracting the atrial lead it pulled the ventricular lead back with it and the coil visually bent in half. Once the right atrial (ra) lead was free, the right ventricular (rv) lead straightened back out but the bent could still be seen on fluoroscopy. This right ventricular (rv) lead was plugged back into the old device so the shocking impedance could be tested and it had dramatically decreased. The physician then decided to extract this right ventricular (rv) lead as well. This lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.